Event description:
A volume discrepancy was reported. The actual reservoir volume was 3ml and the expected reservoir volume was 0ml. The pt experienced a return of baseline pain. A day or two following the refill, the pt complained of overdose symptoms. Per the reporter, the pump or catheter was or would be replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.